Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The reported single leaflet device attachment (slda) was due to patient anatomical morphology. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
This is filed to report the clip detached from one leaflet, requiring an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was deployed however post deployment the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). An additional clip was implanted to stabilize the slda clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.